Event description:
Customer reported system would not reboot after hitting ups off switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ups power switch. System operates as intended.